Event description:
A tech reported a pt seeing shadows in her vision following intraocular lens (iol) implant surgery. The pt reported decreased vision that improved when she tilted her chin down and gazed upward. The surgeon reported the pt had a posterior vitreal detachment. A yag laser procedure was performed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 2/23/2007 by fax and mail. A completed questionnaire was received on 2/27/2009.